Manufacturer narrative:
Visual analysis of the return device found the sheath to be buckled and stretched in several locations. Functional evaluation found the handle moves smoothly forward and backward; however, the basket failed to extend. Device was disassembled and found the basket section was not present and was not returned for analysis. Marks were present on the metal cannula where the basket goes placed indicating that the product was properly crimped during the manufacturing process; the metal cannula where the basket goes placed was also observed slightly bent. It is most likely that the device could have been manipulated, since the failures found (metal cannula bent, basket detached, sheath buckled and stretched) are issues that could have been generated by excessive manipulation of the device by the user, the interaction with the scope or the interacting with other devices during the procedure. Since the basket was detached during the use of the device its function to open or close will not be possible to be performed. Based on the information available and the analysis performed to the returned product, the most probable cause of this is ¿operational context¿ since most likely due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney/ureter during a ureteroscopy with stone retrieval procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the basket would not close properly. When the device was pulled out of the scope, the entire basket cage was found detached. There was no stone captured when the basket cage detached. The detached basket cage was completely retrieved from the patient using another zero tip basket, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used in the kidney/ureter during a ureteroscopy with stone retrieval procedure performed on (B)(6)2017. According to the complainant, during the procedure, it was noticed that the basket would not close properly. When the device was pulled out of the scope, the entire basket cage was found detached. There was no stone captured when the basket cage detached. The detached basket cage was completely retrieved from the patient using another zero tip¿ basket, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".